Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.

Event description:
The patient experienced hypoglycemia after the pump was dropped to the floor during a basketball game. In 2007, the patient's mother subsequently reported that, the patient received hospital treatment for the hypoglycemia.